Event description:
It was reported that the customer became unconscious due to low blood glucose levels. Customer accidentally performed the fill tubing procedure twice, and gave herself 30 units of insulin. Customer was treated by paramedics with glucose gel.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.